Manufacturer narrative:
Block b3: exact date unknown, event occurred possibly 6 months ago prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Serial: batch: 30218445. UDI: (B)(6).

Event description:
It was reported that the patient spinal cord stimulation (scs) was no longer working as intended and was not holding a charge. The patient underwent spinal cord stimulation (scs) replacement procedure. Nothing will be returned per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred possibly 6 months ago prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7121184. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7121268 UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Serial: batch: 30218445. UDI: (B)(4).

Event description:
It was reported that the patient spinal cord stimulation (scs) was no longer working as intended and was not holding a charge. The patient underwent spinal cord stimulation (scs) replacement procedure. Nothing will be returned per facility policy. Additional information stated that one of the leads had migrated through fluoroscopy.